Event description:
It was reported to boston scientific corporation that following implantation of a pinnacle anterior/apical pelvic floor repair kit on (B)(6) 2009, the patient presented with small mesh erosion in the midline of the vagina on (B)(6) 2009. The patient underwent surgery (date unknown) to excise and close the mesh erosion. Reportedly, there was also division of unspecified synthetic suburethral sling and division of the "upper mesh arm." Reportedly, the patient's erosion was resolved on (B)(6) 2010, and the patient has recovered. All additional information is unknown.

Manufacturer narrative:
Study: part of an investigator-sponsored research trial, sponsored by (B)(6).